Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that the device was nearing elective replacement indicator (eri) and the longevity performance did not meet the physician's expectations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. The device was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows a minimum battery voltage of 2.986 to 2.883 volts between (B)(4) 2012 and (B)(4) 2012 which is before device recommended replacement time (rrt) of less than or equal to 2.6251 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193, implantable pacing lead, (B)(6) 2005; 5568, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.